Manufacturer narrative:
Based on the claim against the product by the customer noting was not moving as expected, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to resolve the issue by reseating the endoscope. No site visit was conducted. A follow-up MDR will be submitted if the endoscope is returned (post failure analysis evaluation) or if additional information is received. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted incisional hernia bilateral procedure, technical support (ts) was contacted by the operating room (or) staff after the procedure that the site had experienced non-intuitive motion. The customer stated that the hand controls were moving opposite to what the surgeon was doing. The customer stated that the site was able to resolve the reported issue by reseating the endoscope. The technical service engineer (tse) viewed the logs and noted a single 22020 error on arm3. The customer confirmed that the scope was installed on arm3. The caller stated that the customer completed the procedure. Tse had the customer check the scope for bearing friction, and no friction was reported or noise with the scope bearings. Tse recommended that the customer callback. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.